Event description:
It was reported that a patient had a break in aseptic technique further described as the patient made mistake, touch contamination and did not wear a mask while using unknown baxter peritoneal dialysis (pd) disposables during pd therapy further which caused peritonitis. The patient was hospitalized for the event. The patient was treated with unknown antibiotics for the entire course of the hospital stay. The patient was discharged from the hospital, but had not yet been seen in the pd clinic since the event; therefore outcome of peritonitis was unknown and retraining on proper aseptic technique had not yet been performed. According to the nurse, as part of the clinic's protocol, all patients receive retraining on aseptic technique following any peritonitis event and the patient will be retrained.

Manufacturer narrative:
(B)(4). The sample is not available for analysis and the lot number was unknown; therefore a sample evaluation and batch review could not be performed. The reported issue was confirmed to be caused by use error as there was a break in aseptic technique by the user, described as made mistake, touch contamination and did not wear a mask. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis.